Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. Customer stated he calibrated and blood glucose was 107 mg/dl and then while he was sleeping blood glucose bottomed out and he woke up and drank milk and orange juice. The customer was declined troubleshooting for low blood glucose and he was fine now. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.